Manufacturer narrative:
The examination has demonstrated that the welds of the inner part were not conform to the load requirements. In reviewing the production documentation it has been found that the welds have been carried out with different laser welding equipment. There was no release to usage of this welding system in this production step. (B)(4) considers this report closed. If any additional information is received concerning this event a follow up report will be sent to the FDA. Any additional information concerning the recall will be kept in the recall files.

Event description:
By the affected oval burr with side protection 4,0 mm (type 899751504 lot 0207201501) were parts of the descending joint facet removed to expand the spinal canal. After some time of application, it was found that the cutting head has stopped rotating even with activation of the handpiece. When removing the instrument from the working channel of the endoscope, the burr head was lost. With the endoscope, however, it could be identified without problems lying on the joint facet. It was then recovered with a micro rongeur. The operation was then continued with a similar instrument and successfully completed. The extension of operating time by the incident was insignificant. The head of the burr has been discarded by the user.